Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited lead noise causing inappropriate auto mode switch. The right ventricular lead also exhibited noise as well as low amplitude r wave, and high capture threshold. It was noted that the patient experienced pocket stimulation with unipolar pacing on the right ventricular lead. On (B)(6) 2020, both leads were capped and replaced successfully. The patient was reported to be in stable condition following the procedure. Related manufacturer reference number: 2017865-2020-06439.